Manufacturer narrative:
UDI number: (B)(4). A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. (B)(4).

Event description:
The device was explanted and no issue was noted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.